Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the units and found that the cxps frames needed to be rebooted and that the dvi cabling was loose. To resolve the issue, the technician rebooted the cxps frames and secured and tightened the dvi cabling. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to patient prcoedures, the touch panels to their hexavue custom room racks were blank and losing video intermittently. No report of injury.